Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a vacuum issue during the phacoemulsification portion of a surgical procedure. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system had vacuum problems during phaco. The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on september 13, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).